Event description:
Physician reported 30-day follow up on 06/27/2006. Patient experienced intraprocedural iliac artery disruption and required ilio-femoral bypass; patient doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.